Event description:
In 2014, a prosthesis device was implanted into the c5-6 disc space superior to a fusion at c6-7. On (B)(6) 2015, it was reported that the patient had a reoccurrence of preoperative symptoms. The surgeon removed the prosthesis device on (B)(6) 2015 and performed an acdf at c5-6. Patient's activity level and compliance with post-surgical instructions are unknown.

Manufacturer narrative:
(B)(4). A single a/p radiograph was received on (B)(6) 2015 confirming the presence of a nuvasive product. The device and treatment did not meet the desired therapeutic outcome; review of the film showed some evidence that the superior plate has subsided into the c5 vertebral body. Surgeon elected to continue treatment via cervical fusion. The explanted device has not been released and has not returned for evaluation. Product identification has not been possible to date. No further evaluation of the product can be completed at this time. The root cause of this reported event has not been determined; however, patient-related factors appear to have contributed to the reported event.